Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issue. Carefusion connected the ventilator to a known good patient circuit and performed the circuit leak test ten times. The ventilator passed the leak test ten times. The ventilator passed 95 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and the initial alarm volume test. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit failed the leak test and is having trouble maintaining peep levels. The customer stated that they tried multiple circuits to verify. It is unknown at this time whether there was any patient involvement associated with this complaint.